Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. They were unable to test for the battery out limit alarms due to the no button response. There was moisture damage found on the electronic assembly. The pump had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case window display corners, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 92 mg/dl at the time of incident. The customer stated that he forgot to remove the pump before jumping into the pool and the pump was not working anymore. The customer stated that the pump was vibrating without an alarm or alert, had a constant tone and the display went blank immediately. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis